Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. No symptoms were reported. A boston scientific crm technical services (ts) consultant recommended having the device interrogated to determine the source for the tones. Additional information was obtained that this ICD was explanted after having reached elective replacement indicator (eri). No allegations were made at the time of explant.